Event description:
Related manufacturer reference number (B)(6) it was reported that patient experienced wound dehiscence at the lead and ipg sites. As a result, surgical debridement was undertaken on (B)(6) 2024, wherein the surgeon washed the incision sites with saline, antibiotics and closed it up to address the address the issue.

Manufacturer narrative:
-Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient was scheduled for a wound revision. The patient claimed since the implantation, their wounds that had not closed appropriately, causing pain and irritation at both surgery sites (lami for paddle implant, and pocket site). Surgery took place (B)(6) 2024. The surgeon opened up the incision at the ipg pocket site, as well as incision for the laminectomy. The surgeon washed the incision with saline and antibiotics. In the most recent updates, the patient reported their wounds were healing fine and they had no issues with infections recently. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.